Event description:
A report was received that the patient had frequent ipg charging. The ipg was getting hot while charging. Database analysis revealed poor charger to ipg coupling and the charger thermistor was being triggered the device appeared to be working as expected. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had frequent ipg charging. The ipg was getting hot while charging. Database analysis revealed poor charger to ipg coupling and the charger thermistor was being triggered the device appeared to be working as expected. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.